Event description:
We recently reported a problem likely caused by the medtronic synchro med ii pump...namely severe baclofen withdrawal when the pump shutdown without an alarm being sounded. What is disturbing is how medtronic is dealing with the issue. They told our doctor that the pump (which has been recalled and of which we were never advised is not the problem for my sons health issue (spikes and blood pressure, hallucinations, severe rigidity). They told another woman's doctor with similar problems and also a recalled pump the same thing so her doctor is also not checking the pump. What's disturbing is that if medtronic is telling everyone it's not the pump and no one is checking the pump, how do they know the problem is not greater than the 0.3% they claim?